Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were evaluated and provided a letter of recommendation from their dentist. The dentist evaluated the patient, and the patient must discontinue the current clear aligner treatment immediately. It is evident that the aligners are causing damage to the patient's teeth, which could result in further complications if the treatment is continued. The patient has experienced enamel wear and tooth chipping. These issues were not present prior to the start of the aligner treatment and are directly linked to the use of the aligners. The dentist strongly recommends halting the treatment to prevent further damage and to reassess the patient's dental needs.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.